Manufacturer narrative:
Concomitant: etlw1613c124e stent graft, implanted: (B)(6) 2015; etlw1616c93e stent graft, implanted: (B)(6) 2015; etbf2816c166e stent graft, implanted: (B)(6) 2015.

Event description:
It was reported that the right atrial (ra) lead had dislodged. The ra lead was repositioned and remains in use. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.